Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. The expected infusion time was four days; however, after four days ¿a large amount of chemotherapy¿ remained in the device. The device was filled with 7000 mg fluorouracil diluted in an unspecified volume of 0.9% sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.